Manufacturer narrative:
The device was visually inspected by a local service technician and the device was not returned to trumpf medical. An investigation evaluation is currently ongoing to determine root cause. A follow-up report will be made once the evaluation is complete.

Event description:
An iled5 plastic handle cover detached from the surgical light lamp head and fell on a patient during a surgery. No injury was reported.